Event description:
It was reported to nova biomedical that a consumer received a result of 258 mg/dl on their blood glucose meter at 6:45am. The consumer administered 2.7 units of insulin. At 7:30am, the consumer experienced a hypoglycemic event while driving and had to pull off the road. The consumer immediately performed another test using the same meter and strips getting a result of 211 mg/dl which required medical intervention. When the police arrived they called for an ambulance to transfer this consumer to the hosp. Approx at 9:00am, the emts tested this consumer using their blood glucose meter getting a result of 27 mg/dl. The emts administered glucose to help raise the consumer's blood sugar level. It was discovered during the phone call, this consumer is storing her test strips in an area which is against our directions for use which may compromise the integrity of the test strips. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.